Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Date of event was approximated to be (B)(6) 2019 as no event date was reported.

Event description:
It was reported to boston scientific corporation that a sensor guidewire was used in a percutaneous nephrolithotomy (pcnl) procedure. The procedure date is unknown. According to the complainant, during procedure, the tip of the wire broke off. The procedure was completed with a new sensor guidewire. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.